Event description:
The customer reported that the system displayed a collimator stuck and an iris too large error message during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and isolation circuit board were replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.